Event description:
The manufacturer received information alleging a ventilator failed to power off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The display failed to respond. The device's display was replaced to address the issue.